Manufacturer narrative:
It was reported that the device was not available for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light disappeared about two hours into the procedure. Procedure completed using replacement. Probable root cause: light engine malfunction, main board, receptacle board, or front board malfunction, damaged or missing esst spring, incorrect/no communication with 1688, overheating, power supply malfunction, software malfunction, hf/rf interference, cybersecurity attack. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light disappeared about two hours into the procedure. Procedure completed using replacement. They have inspected the fse and were unable to reproduce the reported defect. They are currently conducting ongoing observation at the facility.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light disappeared about two hours into the procedure. Procedure completed using replacement. They have inspected the fse and were unable to reproduce the reported defect. They are currently conducting ongoing observation at the facility.